Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of safety mechanism detachment was confirmed and the cause appeared to be related to device manufacture. The product returned for evaluation was one 21ga securloc safety introducer needle. Blood residue was visible within the luer adapter. The safety mechanism was received completely detached from the needle shaft. The safety canister appeared intact and contained the spring clip. Microscopic inspection of the safety mechanism components revealed that they appeared well-formed and unremarkable. The safety mechanism was disassembled and reassembled on the needle shaft. A subsequent attempt to activate the safety was successful and unremarkable. The safety mechanism of a non-complainant needle was disassembled and intentionally disassembled. A subsequent attempt to activate the safety mechanism was unsuccessful, as the safety cannister completely detached from the needle shaft. Given that the safety mechanism functioned as intended following proper reassembly on the needle shaft, it is reasonable to conclude that the initial detachment was likely caused by incorrect initial assembly during product manufacture. This conclusion is further supported by duplication of the event by intentionally disassembling a non-complainant safety/needle assembly. The manufacturing site confirmed that device assembly likely resulted in the observed failure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the 21g access needle safety did not engage properly, the safety was slid down the shaft of the needle and just slid off the tip of the needle and the clinician experienced a needle stick. No consequences for patient. No other information was provided.